Event description:
It was reported that the high frequency electrosurgical unit displayed an e433 error. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the investigation. Updated fields: d8, d9, e4, h6, h11 a review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicate that the product was manufactured, tested in accordance with all applicable procedures, and met all final product release criteria. The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the e433 error was caused by a component failure of the power board. Olympus will continue to monitor field performance for this device.

Event description:
No new additional information received from the customer.